Event description:
Suspected device non-fasting reading = 228mg/dl versus lab non-fasting reading = 149mg/dl. Suspect device fasting reading = 238mg/dl versus lab fasting reading = 157mg/dl. No treatment was provided . Controls were in range. A request was made for the return of the suspect device and replacement product was sent.